Manufacturer narrative:
(B)(4). The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to extremely low battery voltage. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the extremely low battery voltage could not be determined.

Event description:
It was reported that interrogation was unsuccessful during the device check. All telemetry tests failed. No emi in the room was detected. Patient was not exposed to MRI. The device was explanted and replaced. No adverse events were reported post-procedure.